Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed an incorrect image. The displayed image was different than the thumbnail image selected. No pt injury was reported.